Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Concomitant medical products: dtba1d4 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was elevated sensing integrity counter (sic) on the right ventricular (rv) lead in absence of oversensing or impedance changes. The rv lead remains in use and will be monitored. No patient complications have been reported as a result of this event.